Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act button was not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the drive support cap was coming out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device had broken off end cap, unable to preform self test and displacement test or verify button keypad and back light anomaly due to broken off end cap. Device had flattened (creased) all buttons dome switch during visual inspection. Device had missing address serial label number, missing end cap sticker.